Event description:
The following was reported: "during a transurethral resection of the prostate procedure using a storz urological bipolar resectoscope, approximately two-thirds of the distal end of the resectoscope inner sheath fractured and detached during use, generating fragments. The procedure was not prolonged. After the ceramic tip of the inner sheath broke, it was immediately discovered and removed. The procedure proceeded normally after replacing it with a spare inner sheath all fragments were retrieved promptly, and no additional intervention was required. The patient has been discharged without complications." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).